Event description:
A (B)(6) male pt contacted zoll customer support to report defective response buttons. The pt reported that the monitor continued to prompt for a response, regardless of whether the response buttons were being pressed or not. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (defective response module/does not recognize when response buttons are pressed) has been confirmed. Upon eval, the rear response button was disconnected from the computer analog (ca) board at connector j1005. The root cause for the defective switch cannot be positively identified but was likely assembly error. No adverse event resulted from the disconnected response button. The pt received a replacement monitor.